Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had blank display. Customer's blood glucose level was unknown at the time of the incident. It was reported that the battery was change three times and that the battery cap was also changed without resolving the blank display. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a blank display due to a detached battery cap metal contact. Installed test battery cap and continued testing. The insulin pump was received with a missing retainer and missing reservoir tube o-ring. The pump insulin pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement. However, unable to perform the displacement test and occlusion test due to missing retainer. Verified the battery tube power connector is properly connected during visual inspection. The insulin pump was also received with a scratched case, a cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.